Event description:
It was reported the patient underwent an initial bilateral temporomandibular joint procedure. Subsequently, the patient is experiencing pain and tightness approximately eight years post-implantation. It is further alleged by the patient that the screws are coming loose and pushing out. The patient is trying to find a surgeon to have the implants removed, but has not found one that will do the surgery. There has been no intervention to date.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.